Event description:
Related manufacturer reference number: 1627487-2023-06157. It was reported the patient experienced ineffective stimulation due to the leads migrating. Surgical intervention took place where the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.